Event description:
The account alleges that the head section was being lowered. When the head reached approximately thirty degrees, the head section suddenly dropped to the flat positon unintentionally. No injury was reported.

Event description:
The lay user/pt contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Corrected manufacturing site.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.